Event description:
It was reported that when using the bd pyxis¿ medbank, the rxverify code was repeated for two different patients. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rxverify code was repeated for the two different patients. A technical support specialist (tss) reviewed the c14b report and confirmed the same visit code (vc) was used for both patients. Mytranext1 notes matched the report, confirming it was not a display error. No discrepancies or overrides were found, and both issues were issued from the correct patient profiles. The tss created product incident for development. The first user timed out, which created a waste transaction of 0, and the next transaction carried over the previous vc, the tss replicated the issue in the lab and confirmed it only occurred when timing out on the final issue screen. Development planned a fix, and users were advised to complete transactions properly to avoid the issue. The system functioned as intended after the technical support specialist assessed the device.